Manufacturer narrative:
The handpiece was received at the MFR for eval, but based on the qa investigation details, the reported condition of the device leaking could not be duplicated. There was no substance found on or within the device. The design of the device is such that if fluid were to enter the device it is to be drained by holding the device upright allowing the cleaning solution and water to drain from the drain holes in the base of the handle. It is likely that the account is not conducting this step if there is fluid coming out of the device after sterilization. Service and maintenance were completed on the device, and it was returned to the customer.

Event description:
It was reported that water was leaking from the handpiece after sterilization. There was no pt involvement. There were no adverse consequences reported as a result of this event.